Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi mode with therapy off during follow-up in clinic. EKG showed junctional escape rhythm in the 40s. Device restoration could not be performed due to low battery status. Device is under premature battery depletion advisory. Device was explanted and replaced. Patient was stable.

Event description:
New information received notes that the device also has battery performance alert (bpa).

Event description:
New information received notes that the device also reached eri.